Event description:
It was reported that the patient fell on a treadmill. Stimulation worked following the fall but stopped working one week later. It was reported that the patient programmer was working as intended.

Manufacturer narrative:
(B) (4).